Event description:
"L" catheter insertion attempted by neonatologist. When guidewire was retracted, catheter also retracted in an "accordian" fashion. Also guide wire would not retract. Could have had negative consequences for baby. Catheter returned to our materials management co who was going to send to luther medical products/b-d, who were going to do a qa review on the catheter to see if problem with catheter.